Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplement report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 four telemetry beds went offline from the xhibit central monitor model 96102. No injury was reported as a result of this event. This condition was quickly remedied by resetting the monitor.

Manufacturer narrative:
The issue has been traced to the texas instrument (ti) msp430 microcontroller used on the model 96280 telemetry receiver quad receiver card (qrc) pcba that has an internal hardware defect that affects the proper clocking of digital data communications on some qrc units. The presence of an ¿xtr offline¿ message reflects an extremely high number of the digital data interruptions rapidly occurring. In order to correct this issue, a new version of the ti msp430 is being implemented that includes a hardware correction for the clocking defect. Spacelabs considers this medwatch closed. Further actions and information will be documented under the spacelabs field corrective action process.